Event description:
It was reported that the pacing lead impedance (pli) measurements of this right ventricular (rv) lead were greater than 2000 ohms, which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar configuration. It was noted that this lead was placed in the left bundle branch (lbb), which was considered to be off-label use. Technical services (ts) analyzed device data and determined that the pli had been rising gradually. The lead measurements such as sensing and thresholds were stable and within normal range. Ts recommended to continue to monitor this lead and some reprogramming options. No adverse patient effects were reported. Currently, this lead remains in service.